Event description:
The advocate stated her son's blood glucose was tested using 2 contour next link meters and received readings of 55 and 187mg/dl. The difference between the readings falls in the "c" or "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Product was not replaced and is not expected to be returned for evaluation.